Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log recorded a few alarms for cassette not attached. Visual evaluation found degraded downstream occlusion (dso) sensor due to severe bubbling. The primary problem was replicated, and the cause was the dso sensor. Replaced the dso sensor to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: facility name: (B)(6). B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump was alarming cassette not attached. There was unknown, patient involvement. And no patient harm/adverse event was reported.